Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported (on behalf of the customer) that the camera head image was flickering due to poor contact with the cable. The patient was not under sedation, and there was no delay. The reported issue occurred during preparation for use, for a diagnostic procedure (abdominal exploration). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was no image due to a defective cable. The cable was from third party repair. The charged coupled device could not be removed from the coupler. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.